Event description:
It was reported that the balloon was stuck on the distal end of the stent, necessitating additional intervention. The target lesion was located in the left common iliac vein, which was mildly tortuous, compressed, and calcified. A 20x80x75cm venous wallstent was placed by the physician to extend a previously placed stent in the left common iliac vein. The physician post-dilated the lesion using an 18x4x75 xxl balloon catheter and attempted to reposition the stent during balloon inflation. However, the balloon became stuck at the distal end of the wallstent and would not release. When applied more force, the entire balloon detached from the catheter shaft. Efforts to snare and remove the balloon were unsuccessful. The balloon lodged between the vessel wall and the first placed wallstent in the left common iliac vein. After unsuccessful removal attempts, the physician decided it would be best to leave the balloon captured between the stent and the vessel wall, as it was immovable, and the patient was asymptomatic following the procedure. The procedure was completed and there were no complications were reported.